Manufacturer narrative:
No sample has been returned for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record (DHR) traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. All the procedure paks are single-use devices provided to the customer in a sterile manner. The root cause of the customer's complaint could not be established, as a sample has not been received. And the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known. Therefore, specific action with regards to this complaint cannot be taken. All the procedure paks are single-use devices provided to the customer in a sterile manner. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the fifth of seven reports for this reported patient event. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with significant inflammation, 3+aqueous cell noted and less than 1+vitreous inflammation. No cultures were performed. The patient was treated with additional steroid eye drops. The patient's symptoms have resolved. This report represents the second of three patients for this surgeon.